Event description:
Complaint reported that the ebd had a slow head down drift. No injury alleged.

Manufacturer narrative:
Technician found the bed in basement. Head elevation had slow drift. Replaced the valves to resolve this issue.